Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a perclose at device after a peripheral interventional procedure, using a 6f sheath. Reportedly, a cuff miss occurred. A second perclose at was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4) - device reportedly discarded.it was initially reported that the device would be returned for analysis. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose at device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.